Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reported a leak in the tubing of the patient extension set during fill one. Hp discontinued therapy at time of call. The setup was replaced and therapy was completed without further incident. No patient injury or medical intervention reported per hp.